Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat a cystocele

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that after implantation the patient experienced pain, erosion, extrusion, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems. The patient underwent mesh excision and closure of vaginal defect due to erosion on (B)(6) 2011. (B)(4) - undefined recurrence; dyspareunia; urinary problems.